Event description:
The customer reported that patient information could not be found in the system's database. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The database directories were reviewed and patient information was located. The database was forced into recovery and the system was rebooted. The system was tested and found to be working as intended and put back into service.